Event description:
A report was received that a patient underwent a pocket revision due to the pocket site being too big. The patient reported that she felt the ipg move around in the pocket site. The physician revised the pocket. Nothing was implanted or explanted and the patient is reportedly doing well.